Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use the ventilator kept alarming low fio2 continuously. The ventilator was set at 60% oxygen and the monitored value was 7% lower than the set value. The ventilator continued to ventilate the patient. There was no harm to the patient and the patient was placed on another ventilator.

Manufacturer narrative:
When a ¿low fio2¿ alarm is active, ventilation continues, target volume and/or pressure is unaffected. In addition, the delivered fio2 is maintained, as the oxygen sensor is used for monitoring and not for control. Evaluation completed. See attached failure investigation summary report.